Event description:
It was reported by a customer that on (B)(6) 2011 the fiber broke in the middle at the beginning of the procedure at 31 joules. Addition info reported by the customer was the beam was tested prior to use inside of the pt. The beam was visible. During the procedure, a green light was seen emitting from the location where the break occurred. The laser was in operation at the time when the break was noted. The lasing beam did not hit any object or person in the room. There was no harm or damage. There was no harm to the pt. The machine was working normally and no error codes were displayed on the system. The user did not experience any injury from use of the system. A second fiber was used to complete the procedure and there was no harm to the pt. The pt status is alright.

Manufacturer narrative:
(B)(4)